Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 11 / page 129. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
The patient reported that she had to be hospitalized with diabetic ketoacidosis and blood glucose (bg) reading at 437 mg/dl. She was also throwing up and at the hospital she was placed on an intravenous drip for about 7 hours. It was also noticed that there was insulin leaking at the site. The pod was worn between 36 and 48 hours on the abdomen.

Manufacturer narrative:
The returned device was evaluated and found to function as intended with no evidence of damage or manufacturing deficiencies that would have either directly caused or contributed to the reported high blood glucose levels.